Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy® duodopa pump was noted to be making noise and overheating. There were no reported adverse patient effects.

Manufacturer narrative:
Additional information was received indicating that the product issue did not cause or contribute to patient or clinical injury. Investigation results: one smiths medical cadd-legacy® duodopa pump was returned for analysis in good condition with the battery door missing. Sensor testing found the alarm sensors functional and within specification. Delivery accuracy testing found the pump within system specification. No unusual noises or heating of the pump was experienced during the testing. The pump was opened and inspected the inspection found the shield of the pump had lifted off of the housing slightly. Motor current was measured and found to be within specification. One optical switch tab broke during the investigation. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The complaint of the pump "overheating and making noise" was unable to be duplicated. Based on the investigation results, the root cause is unknown.